Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  experienced a power on reset (por) and there was high voltage arcing between the ICD and the right ventricular (rv) lead. The ICD and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.